Event description:
Per the physician, the patient was explanted due to chronic infection at the implant site. The patient was given antibiotic¿s (type not reported) and infection persisted. The infection persisted after surgery as well.